Event description:
The facility reported that both staff members were present at the time of the transfer. They were transferring the resident from the bed to the chair. The staff stated that the resident fell out of the lift so quickly they did not have enough time to react or to see what happened. After the staff members made sure the resident was okay, they inspected the lift and found that the right left clip was not attached to the lift. The pt suffered a small skin tear to the right side of the face and a large bump to the pridal area of the head (swelling on the back of the head).